Event description:
A pt was treated on 4/29/97 into the vermilion of the lips. On 5/1/97, the pt developed necrosis at the upper lip. The physician believed the necrosis was the result of the collagen injection. On 5/2/97, the physician prescribed nitroglycerin ointment. Trental, famvir, and bactroban ointment. On 5/4/97, prednisone and sporonax were prescribed. On 5/5/97, gentamycin ointment and oral dynabac were prescribed.

Manufacturer narrative:
On 4 february 1998, follow-up info was received from the physician. The pt was last seen on 23 may 1997. The pt was treated with intralesional kenalog to a small scar at the left upper lip. The physician noted the possible need for pulsed dye laser for residual erythema above the left upper lip.